Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that she's been waking up with high blood glucose and tried adjusting her basals and she's still waking up high. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 183 mg/dl. The customer had some difficulty in breathing and extreme thirst. The customer was at 461mg/dl at 1pm and was 302mg/dl when she woke up. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. Customer is not calling back to perform a high pressure test. Customer feels pump is under-delivering, and would like it replaced. Customer is treating for high blood glucose by bolusing with the pump and adjusting basals. The insulin pump will be returned for analysis.